Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Historical performance of the complaint lot 77030ud00 was evaluated using worldwide field data. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. A review of tracking and trending for the product and the lot number did not identify an increase in complaint activity. Device history record review on the lot number did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Manufacturing documentation for the complaint lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 77030ud00, was identified.

Event description:
The customer observed falsely decreased alinity I tsh results for a 64-year-old female patient. The following data was provided: sample ID (B)(6) result, on (B)(6) 2025, was 4.3879 uiu/ml. The patient was previously tested on (B)(6) 2025, and the result was 10.69 uiu/ml. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased alinity I tsh results for a 64-year-old female patient. The following data was provided: sample ID (B)(6) result, on (B)(6) 2025, was 4.3879 uiu/ml. The patient was previously tested on (B)(6) 2025, and the result was 10.69 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.